Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: no information regarding explantation or an expected explantation date has been received. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation revision with mentor smooth round high profile 330cc and experienced a deflation and breast pain on the right side, capsular contracture, baker grade unknown on the left, and symptoms including nausea and cold chills post-operatively. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the right side device.

Manufacturer narrative:
On april 3, 2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On (B)(6) 2020, it was confirmed the returned 425cc device was the patient's impacted device by the healthcare provider. The previously submitted serial number does not match the returned device, which was also confirmed by the healthcare provider. As such, the device will be reported as an unknown mentor saline implant. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 3, 2020, mentor became aware the patient underwent explantation on (B)(6) 2020. Reason for device explant and/or reoperation: capsular contrature, generalized illness symptoms manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, mentor completed evaluation of the device. Device evaluation summary: during the visual evaluation of the device, an anomaly was observed in the anterior and extending to the posterior view on the device consistent with a crease/fold. An area of shell abrasion was observed within crease in the posterior view. The evaluation determined that the loss of shell integrity is consistent with a crease fold and shell abrasion deflation of the implant shell, which is a known inherent risk of the saline-filled mammary prosthesis. Leak testing was performed, according to with mentor procedure, and it revealed a tear within the shell abrasion measuring approximately less than 0.1cm shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the continuous and sustained stresses to the device. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Deflation, breast pian and generalized illness complaint information are consistently analyzed and monitored by mentor quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).